Manufacturer narrative:
(B)(4)

Event description:
It was reported that the t-2 anchor failed to deploy. A backup device was available to complete the procedure with an associated short delay. No patient impact was reported.

Manufacturer narrative:
Due to no product being returned the complaint could not be confirmed. Evaluation and investigation are not possible. No definitive conclusions can be made without pertinent manufacturing information or a device to evaluate.